Event description:
Morphine pump not relieveing pain pt states "never worked". Pump explanted in 2002. Md noted intrathecal catheter had small hole, in which, medication was infusing into pump pocket instead on intraspinal fluid for pain relief.